Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insulation breach on the lead was observed during a generator change out. The insulation breach was repaired with a lead repair kit. All the lead parameters were in normal limits and the patient was stable.